Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Upn: (B)(4). Brand name: precision? Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: (B)(6). Upn: (B)(4). Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Upn: (B)(4). Brand name: na. Upn: m365sc3354250. Model: sc-3354-25. Serial: (B)(6). Batch: (B)(6). Upn: (B)(4).

Event description:
It was reported that the patient experienced uncomfortable stimulation, and the stimulation did not cover his pain area. In addition, one of the patients leads displayed high impedances. The patient was hospitalized and underwent a revision procedure in which his entire spinal cord stimulation (scs) peripheral system was explanted and replaced with an scs epidural system. The explanted devices will not be returned as they were discarded by the medical facility. A segment of one lead remains implanted in the patient, though the exact lead retained in situ has not been identified. The patient was discharged from the hospital and is recovering at home.

Event description:
It was reported that the patient experienced uncomfortable stimulation, and the stimulation did not cover his pain area. In addition, one of the patients leads displayed high impedances. The patient was hospitalized and underwent a revision procedure in which his entire spinal cord stimulation (scs) peripheral system was explanted and replaced with an scs epidural system. The explanted devices will not be returned as they were discarded by the medical facility. A segment of one lead remains implanted in the patient, though the exact lead retained in situ has not been identified. The patient was discharged from the hospital and is recovering at home.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? St upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6) upn: (B)(4). Brand name: precision? Upn: m365sc1110020 model: sc-1110-02 serial: (B)(6). Batch: (B)(6) upn: (B)(4). Brand name: linear? St upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) upn: (B)(4). Brand name: na upn: m365sc3354250 model: sc-3354-25 serial: (B)(6) batch: (B)(6) upn: (01)08714729779957(17)110930(10)245252(21)245252.